Manufacturer narrative:
Analysis was not conducted as the save to disk file was unable to be opened/translated.

Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased. The device was reprogrammed and the lead remains in use. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri52 lead, (B)(6) 2014. (B)(4).